Event description:
On 18 novemer 2025, we received a complaint from the field (see cpt-4207 folder), from spain. The customer's complaint form reports "breakage of a screw. We do not know which screw is affected. Awaiting further information from the hospital." We report this case to FDA because this screw is marketed in the us.

Manufacturer narrative:
The manufacturing records for the two devices suspected of being defective have been reviewed. The production process were according to the predefined specifications and the quality control passed. There were no non-conformities observed. This is the first return we received about both batches. Despite multiple requests ((B)(6) 2025 and (B)(6) 2026) no additional information clarifying this case has been provided. In particular, no picture allowing clear identification of the implant and the reported issue were received. Under these circumstances, it is not possible to perform a more detailed investigation or to confirm the reported complaint.

Event description:
On (B)(6) 2025, we received a complaint from the field (see (B)(4) folder), from spain. The customer's complaint form reports "breakage of a screw. We do not know which screw is affected. Awaiting further information from the hospital." We report this case to FDA because this screw is marketed in the us.